Event description:
Ous MDR - after an implantation period of about 15 months, oversensing with inappropriate therapy was reported. The lead was exchanged and returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead fragments demonstrated a rubbed through insulation in the region of the tricuspid valve. The finding can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.